Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using gore® dryseal flex introducer sheath. There was a resistance when the device was inserted from the right common iliac artery but the procedure was continued. A confirmation angiography imaging was revealed a dissection at the right common iliac artery, and a bare metal stent was additionally placed. The procedure was completed upon confirming no issue on the blood flow. The patient tolerated the procedure. It was reported that the blood vessel was weak, and that might have caused the dissection.

Manufacturer narrative:
H6: code 4625 - code added since the introduction of new codes. H6: code 3331 - code added as a result of DHR review. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 ¿ according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma.